Manufacturer narrative:
Diopter: -11.50 device evaluated by manufacturer? No, lens not returned. (B)(4). Conclusion: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -11.5 diopter in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to low vault and was exchanged for a longer lens. The problem was resolved. Patient visit on (B)(6) 2015 - ucva was 20/20.